Manufacturer narrative:
Date received by manufacturer : 01oct2019. Date of report: 02oct2019. The customer was contacted and the technician that worked on the device stated that the device was failing the system leak test initially, because the procedure was not being performed correctly, and the rt tech being used was not calibrated to the atmosphere. The unit functions properly and within specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported the device was failing the system leak test. The device is pending evaluation.